Event description:
One of three screws inside mics barrel when attachment inserts was sheared off. Case type: tka.

Manufacturer narrative:
One of three screws inside mics barrel when attachment inserts was sheared off. Product evaluation and results: mics-209063; sn#(B)(4); lot#42060418; RMA#280012. Inspected per d06917 and determined failure of the following test step. Sec# 7.1.4. Failed collar test. Screws inside collar damaged. Disposition: rtv. Inspected by: (B)(6). Product history review: device history records indicate (B)(4) were manufactured under lot k0b5m and all (B)(4) were accepted into final stock on 05/21/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0b5m shows 02 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
One of three screws inside mics barrel when attachment inserts was sheared off. Case type: tka.